Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, charge/battery lasts less than expected. The customer reported no adverse events. The event involved products mmt-368a, mmt-1884, and mmt-332a. Troubleshooting was performed. The customer called for an issue not covered by existing troubleshooting guides. The customer reported a past insulin flow-blocked alarm. The customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. No product return is required for mmt-368a. No product return is required for mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. No unexpected insulin flow blocked alarms noted during testing or in the history files near the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts noted during testing or in the history files near the event date. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corroded motor home switch, stained and faded serial number label, cracked battery tube threads, cracked keypad overlay. Pump passed required testing and no unexpected insulin flow blocked alarms or power alarms noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.